Event description:
It was reported that patient underwent an orthopedic salvage procedure on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to infection. During the procedure, the components were washed and the tibial bearing was removed and replaced. It was noted that the tibial bearing had a fracture through the surface of the component. An invoice history could not be located to confirm the surgery dates.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. The following sections could not be completed with the limited information provided. Date implanted - unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 5 of 6 mdrs filed for the same event (reference 1825034-2014-05748/05753).